Event description:
Event description guidant received information that loss of capture was suspected from this atrial lead which resulted in lower rates than expected with activity. On one occasion, the lead had a measurement of 100 ohms and an insulation issue was suspected. A technical service consultant recommended further testing of the atrial lead and to program the device rate response feature on. Guidant received additional information one month later, that the device and atrial lead were taken out of service and replaced due to product performance issues.